Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bioraptor lock mechanism did not work. It is unknown whether the event happened during surgery, how the procedure was completed, if there was a delay and if there was a patient involvement. Preliminary results of investigation have concluded that this unit broke, which makes it a reportable event.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection found that the shaft has been driven through the anchor plug breaking the tip of the plug. The anchor was not returned with the device. A functional evaluation revealed that the torque limiter functioned properly. The complaint of the broken device was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. The complaint of the failed locking mechanism was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.